Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the optical issue was improper handling by the user. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that an inner sheath had optical vision issues. The vision was truncated when the optic was inserted in the internal sheath (ceramic of the visible sheath). The device was sent in for evaluation and repair. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k931995.